Event description:
The user facility in korea reported the vitrectomy cutter was not operable at the cutting speed of 5000 cpm. They checked the operation of the cutter starting with a speed of 2000-3000 cpm and then geared up to 5000 cpm, where the cutter did not function properly. There was no impact to the patient or medical intervention required.

Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned in a plastic bag without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. When set at 5000 c.p.m, the inner needle would not retract from the port and blocked the port which prevented cutting and aspriation. The cutter cannot perform properly in this condition. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2 see 1920664-2015-00064.